Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer asked can the unit be used w/o batteries. There was no reported patient involvement.